Event description:
The information received from the affiliate states that this male patient (age unknown) was presented to the interventional lab to repair a lesion located in the common iliac artery near the aortic bifurcation. The vessel was described as mildly tortuous. The size of the vessel is unknown. The physician made access at the femoral artery (side unknown) and used a retrograde approach. The products were prepared as per the IFU. A guidewire (brand and size unknown) was inserted across the lesion via a sheath introducer (brand and size unknown). The first stent (smart control c10040sj) was advanced to the lesion over the guidewire, and it was deployed into the lesion, but the stent misaligned from the lesion and jumped to the aorta. The physician stated that there was a delay before the stent released from the stent delivery system (sds). The stent could not be pulled back to iliac artery from the aorta. Therefore, the physician tried the deployment of the second stent (smart control c10060sj) making a junction with the first stent. The junction between the first stent and second stent was successful. But, the second stent also misaligned, and jumped to the aorta. The information states that the first and second stents were free floating in the aorta. The physician used a third stent (wall stent, size: unknown / boston) and the third stent could be deployed into the target lesion, and the junction between the second stent and third stent was successful. There is no information about pre and post-dilation. There was no attempt to snare the stents from the aorta. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.